Event description:
The ear piece on the left side of the frame has a spring. When the consumer took the glasses off, the side arm snapped back and hit him in his left eye. On (B)(6) 2014, the consumer went to (B)(6). The doctor examined his eyes to make sure no damage was done to his eyes. The consumer had not worn this type of glasses before. The consumer contacted the place of purchase but has not contacted the MFR. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2013. The product was not damaged before the incident. The product was not modified before the incident. Document number: (B)(4). Report number: 20140825-87193-1425225.